Manufacturer narrative:
Lot 14900937: (B)(4). Lot 14977910: (B)(4). Additional devices implanted and/or related to this event: hgb161007a/14977910. Concomitant medical products: medications: metformin, amlodipine, aspirin, hctz, lisinopril, potassium chloride, simvastatin, and carvedilol. (B)(4).

Event description:
On (B)(6) 2016, the patient was being treated with gore&#59397;excluder&#59393;aaa endoprosthesis and iliac branch endoprosthesis to treat an abdominal aortic aneurysm and a right common iliac artery aneurysm. It was reported upon the final angiogram that there appeared to be a 2cm gap/separation (type iii endoleak-component disconnection) between the ceb231010a/14900937 and the hgb161007a/14977910 devices. The physician attempted to advance a gore viabahn endoprosthesis 13x5 (hospital inventory, lot/serial number is unknown) to bridge the gap. The viabahn device would not advance up and over the iliac artery bifurcation. A dsf1245/307133 sheath was being used. On (B)(6) 2016, an intervention was performed to treat the endoleak whereby the hypogastric artery was coil embolized. A contralateral leg component and iliac extender component were then implanted, extending from the proximal part of the bridging component into the external iliac artery. The endoleak was resolved with the implant of the additional devices, and the patient tolerated the procedure.